Manufacturer narrative:
Date MFR rec was submitted as 01/12/2019 in error. The correct date is 02/12/2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Coronary occlusion post tavi, deployment, can be related to valve positioning, calcification levels, and/or other patient anatomical effects. In this case the event description stated that the valve was implanted high, which most likely played a role in the initial report of coronary occlusion. Review of the returned angiographic cine films unfortunately cannot confirm the event description that the patient went into cardiac arrest during anesthesia. The cine films can confirm that the valve was deployed high, both coronaries were occluded, and CPR was initiated. The cine films cannot confirm what EKG changes took place but can confirm that some flow was restored, and a stent was subsequently pl aced in the left coronary artery. The cine films can confirm that flow was eventually restored to both vessels. Unfortunately, the cine films are unable to determine the cause as to why the patient went into cardiac arrest 30 minutes later and then expired. Per the physician, the thought was that the valve did not contribute to the patients death. Neither autopsy nor explant were performed. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during anesthesia, the patient went into cardiac arrest and was resuscitated. The procedure started; it was planned to implant the valve deep due to a previously implanted surgical valve and the height of the coronaries. The valve implant was shallow at 0mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). At this point, the patient went into cardiac arrest a second time. The physician confirmed through angiography that both coronary arteries were occluded due to the valve being implanted high. It was decided to snare the valve, but before it could be performed the electrocardiogram (ECG) changed and angiography showed some flow to the coronary arteries. A stent was deployed and flow was fully restored to both coronary arteries. Thirty minutes following the procedure, the patient went into cardiac arrest a third time and expired. The cause of death is unknown and it is unknown if the valve contributed to the death. It is unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was received that the physician did not think the valve contributed the patient's death. No autopsy was performed. If information is provided in the future, a supplemental report will be issued.